Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose levels, with a reading of 261 mg/dl. The customer's blood glucose rose to 480 mg/dl during the night. Troubleshooting was performed, and no alarms were found in the alarm history. The insulin pump passed the high pressure, prime and self tests. Nothing further was reported.